Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular cup due to metal complications. A review of invoice history confirmed the modular head was also removed and replaced during the revision procedure on (B)(6) 2011. No further information has been provided.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular cup due to metal complications. A review of invoice history confirmed the modular head was also removed and replaced during the revision procedure on (B)(6) 2011. No further information has been provided. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Upon review it was discovered this event was previously reported on medwatches 1825034-2013-02853 and 02863.